Event description:
Consumer stated that she used the tampon on (B)(6) 2025. Consumer stated that after a few hours of insertion of the tampon she went to remove it and the string came off the tampon. Consumer stated that after trying to remove it herself, she came to the realization that she could not remove it and needed to go to the urgency room in which a doctor was able to help get it out. Consumer stated that the doctor used a pair of forceps and pliers to get the tampon out. Consumer stated she has had no issues for the past 6 years that she has used the tampon, but the event was still fresh in her mind, so she will be sticking to pads for a while.

Manufacturer narrative:
An investigation was conducted that included a trend analysis on the lot, product risk documentation, and device history record investigation for lot# 23306da. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
Consumer stated that she used the tampon on (B)(6) 2025. Consumer stated that after a few hours of insertion of the tampon she went to remove it and the string came off the tampon. Consumer stated that after trying to remove it herself, she came to the realization that she could not remove it and needed to go to the urgency room in which a doctor was able to help get it out. Consumer stated that the doctor used a pair of forceps and pliers to get the tampon out. Consumer stated she has had no issues for the past 6 years that she has used the tampon, but the event was still fresh in her mind, so she will be sticking to pads for a while.